Event description:
It was reported to boston scientific corporation that a zipwire guidewire was used during a left ureteroscopy procedure performed on (B)(6) 2013. According to the complainant, during the procedure the physician noticed through the scope camera that part of the zipwire had detached in the ureter approximately 1/2 cm length with a circumference of 1mm. The part of the zipwire that detached was flushed out using saline. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a zipwire guidewire was used during a left ureteroscopy procedure performed on (B)(6) 2013. According to the complainant, during the procedure the physician noticed through the scope camera that part of the zipwire had detached in the ureter approximately 1/2 cm length with a circumference of 1mm. The part of the zipwire that detached was flushed out using saline. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A detailed device analysis was performed on the returned zipwire guidewire; the condition of the returned device was consistent with the complaint incident that there were cut damage on polymer jacket of the guidewire, core wire was exposed, and a large bend near the distal tip. The most probable root cause of this complaint is caused by other device.